Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been rec'd.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, part of the sheath splintered at the tip. Something didn¿t look normal at the end. The starclose se deployed its clip - the splitting at the tip of the sheath did not interrupt hemostasis via clip. There were no pt effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed. The external and internal components were in the correct post deployed position and undamaged with the exception of the sheath. There was no damage or abnormalities detected with the device that would contribute to the torn sheath. The exchange sheath was torn at the distal tip. The sheath was examined and damage was detected on the outer side of the sheath. This finding indicates that there may have been external interactions other than deployment that caused the damage. Based on the investigation findings, the root cause for the tear could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Kimberly-clark received a report stating, "patient was intubated in cardiac or. When transferred to the unit, it was noticed that the tube was intubated at 20cm. It was ordered to be advanced 3-4 additional cm's, however the tube shaft was too soft to advance. " kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).